Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The separated hub was confirmed. A review of the lot history record was conducted and found no non-conforming reports for this lot. Additionally, a review of the complaint handling database found no other incidents related for this lot. Although a conclusive cause could not be determined in this case, based on a review of related records and evaluation of the returned device, the investigation concluded that there is no product quality deficiency. No further action is required at this time. No trends for hub separations were identified for the subject lot. The performance of these devices will continue to be monitored.

Event description:
It was reported that during an un-specified procedure, the 3.0 x 33 mm xience xpedition stent delivery system (sds) was advanced to the lesion. When the inflation device was connected to the sds, the hub separated in two parts. A new sds was used successfully with the same inflation device. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.